Event description:
The complainant reported that following impella cp implant, insufficient flow was noted and suction alarms appeared. In addition, impella in aorta alarms began to appear coinciding with inconsistent positioning curves and left ventricle pressure readings despite proper positioning of the pump in the ventricle. When reducing the p-level failed to resolve the issue, the pump was removed and red foreign material was found wrapped around the motor. It was unknown what the material was. The device was flushed and run in saline before being reinserted into the patient. However, upon reinsertion, the pump once again experienced suction issues. The pump was subsequently removed and replaced as a result of the ongoing issue. The patient was noted to be in stable condition.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Manufacturer narrative:
The investigation of low pump flow, optical signal issue, and thrombus has been completed. The impella cp was returned for evaluation. Low pump flow: upon visual inspection, small biomaterial was present next to impeller blade. No other abnormalities with pump noted. Pump was connected to console and when started, the small biomaterial was kicked off the pump. The pump was able to run for approximately 10 minutes and no low pump flows reproduced. Data logs were reviewed and real time (rt) log of case showed variable motor current with multiple instances of motor current spikes with speed deviations during initial pump run. During short pump run outside of the body, one motor current spike during outside of body run had a large step up in pump flows, resolving low flows, likely when material was kicked off the pump at that time. Second motor current spike when pump was run outside of body shortly after with slight decrease in pump flows before pump was turned to p-0. When pump was re-inserted into body, suction alarms again as soon as pump was started but no motor current spike was present. Clinical details noted that insufficient flows and suction alarms were present after pump was started. Pump was explanted and clinical details noted something red wrapped around impeller blade. Pump was run in saline outside the body and red material flew out of pump and suction alarms disappeared. Pump was then re-inserted into the body, however, same issues with suction and insufficient flows occurred. The cause of the low pump flow was most likely biomaterial ingestion based on data log analysis showing ingestion signatures during pump run. Optical signal issue: small biomaterial present on returned pump. Optical 5s parameters of returned pump showed no abnormalities or hard failures of the optical sensor. Pump passed laser continuity testing. Data logs were reviewed and rt log showed motor current and pump flow was low and variable at beginning of case with multiple motor current spikes. "Impella in aorta" alarms triggered during first instance of pump running also noted but was resolved a few minutes into pump run. Clinical details noted false detection of "impella in aorta" alarms triggered, inconsistent positioning curves and left ventricle (lv) pressures observed. The cause of the false position in aorta alarm was most likely due to biomaterial based on data log analysis and no abnormalities on returned pump. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details.